Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 1056t86 lead; implanted: (B)(6) 2007 ; 694765 lead implanted (B)(6) 2011, 310c25 tissue valve implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.